Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 22 were found which confirms the reported event. "The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. The reported event could not be reproduced. Force sensor was calibrated and tested as a measure of precaution. Although the reported event coud not be reproduced the complaint description was confirmed by error 22 found in the log review. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a

Event description:
The following has been reported: error 22-004 force sensor customer reporting an error 22-004 force sensor reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.